Event description:
The user facility reported that an employee was removing a loading cart from the washer and it became stuck. The employee proceeded to pull the cart out of the sterilizer after a completed cycle and her arm made contact with the cart. The employee sustained a burn (no blistering) and went to the ER where silvadene ointment was applied. The employee missed no time from work and is fine with no sustaining injuries.

Manufacturer narrative:
The technician inspected the loading cart subject of the reported event and found the wheel bushings were worn which caused the cart to drag on the axel blocks. The technician adjusted the bushings and placed the cart back into service. The technician stated that the employee subject of the reported event is a new employee and was not familiar with the proper procedure for unloading the cart from the sterilizer. The operator manual states (3-1), "get help if loading cart becomes stuck or difficult to move. Do not attempt to lift a loading cart without assistance." The loading cart is not under steris service contract and is serviced and maintained by the user facility. The operator manual states (4-2), "disassemble wheel assembly. Remove wheels from axels, washers from wheel ends, and bearing from inside wheels. Wipe off axle, washers, each roller bearing and inside of wheels with a clean cloth. Apply a thin film of high temperature grease to axle, each roller bearing and inside surface of wheels." The technician discussed the proper procedure for unloading the cart from the sterilizer with the employee subject of the reported event and the proper maintenance of the equipment with the user facility on (B)(4) 2012.